Manufacturer narrative:
The philips response center engineer (rse) provided a bench repair quote. The customer refused bench repair service. Therefore, the complaint allegation cannot be confirmed, and the cause of the reported allegation is undetermined. If additional information is later obtained. The complaint will be reassessed and updated accordingly. D1. Brand name was corrected from mx40 1.4 ghz smart hopping to intellivue mx40 1.4 ghz. D2. FDA product code was corrected from dsi to mhx. D4. Model number was corrected from 865350 to mx40 1.4 ghz smart hopping.

Event description:
It was reported the mx40 1.4. Ghz smart hopping device had malfunction of the speaker, there was no audio. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sep2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.